Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Investigation was performed and the problem was localized to a defective u1709 hex schmitt inverter. The inverter was replaced with a known good one and the unit passed all tests related to it.

Event description:
It was reported to philips that the device had failed the self test. There was no patient involvement.